Event description:
The customer reported that the system would intermittently freeze (lock-up). There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The multi-output power supply was replaced, all circuit boards were reseated and the system software was reloaded. The system was then found to be operating as intended.